Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit has error code 37 while using a test balloon. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Scroll compressor failure. Repair completed with full calibration. Unit past all functional and safety test per factory specifcations. Return to customer and clear for clinical use. The defective components were received for further investigation.the failure analysis and testing dept. Received part number 0119-00-0236 rev. B, serial number (B)(6), with a reported unit failure of an error code 37 with compressor failure.the fat performed a visual inspection and found the part to be in good condition.the fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No error codes or failures found during testing. Fat could not confirm the reported failure of the part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit has error code 37.there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.